Event description:
A pt returned to surgery three days post tubal ligation because of abdominal pain and apparent sepsis. Injury to the ileum identified during exploratory celiotomy. Electrosurgical generator and laparoscopic forceps used during tubal ligation for cautery of tubes.